Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the patient experienced poor recharge coupling. The antenna was repositioned to troubleshoot the issue. It was stated that they can get 8 bars, but then it ¿clicks¿ and goes back down to 4 or 2. At the time of the call, the patient had 0 coupling boxes. The patient could feel their ins moving around in the pocket so they think that might be the issue. They were hoping scar tissue would build and secure it more but that had not been the case. It was stated that the patient needed to sit 3-4 hours a day to get it charged up. It was reviewed that charging from 0%-100% with full coupling bars could take anywhere from 4-6 hours. It was reported that the patient had met with a manufacturer representative a couple times previously. The patient was directed for follow-up with their healthcare professional to check the pocket site to determine if better coupling can be obtained.